Event description:
A rental svc biomedical tech was performing the pre-delivery inspection on a 3100a ventilator and the % inspiratory time display reading was out of spec. It read low - 24% and high = 44%. The spec is low = 28 to 31% and high = 48 to 52%. There was no pt involvement at all.